Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 3006705815-2018-01757 & 3006705815-2018-01758. It was reported the patient's scs system was unable to be set to MRI mode. A company representative attempted troubleshooting but was unsuccessful in resolving the issue. The representative observed multiple lead contacts had low impedance values. Consequently, the patient's physician decided to remove the patient's scs system due to the patient needing an MRI.